Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had pain at the ipg site following recent weight loss. In turn, surgical intervention was undertaken wherein the pocket was revised and ipg was explanted and replaced, resolving the issue.